Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, was reusing cartridges with the pump, and had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that insulin should be a room temperature before filling a cartridge and reusing cartridges is off-label per the user guide and that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.